Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Further information is not expected. (B)(4).

Event description:
A surgeon reported that he has observed glistenings on intraocular lenses (iol) from the previous manufacturing process. The surgeon also reported it is not a problem with the current iol's and there was no patient harm. Further information is not expected.